Event description:
The facility reported a colleague infusion pump with a failure code of 808:02. The event was reported to have occurred during biomed testing in the biomed service department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has not been previously sent into service for the reported condition of "fc 808:02." (B)(4).

Manufacturer narrative:
The condition of failure code 808:02 was confirmed but not duplicated, and was found to be due to a faulty pump head module. The pump head module assembly was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).